Event description:
The device was returned for a service repair. There was no patient injury reported. No additional information has been provided.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed that the secure pin was missing at the distal end. The teflon jaw was missing from the grasping section. The damage found was consistent with the user of excessive force.